Manufacturer narrative:
According to the description of the event, the extractor was deformed when a trial femur was impacted out. This deformation led to several sharp edges on the product. However, these sharp edges led to no injuries. The extractor was provided for an optical examination. The tip of the product is deformed. It is known that the issue occurred during use/ intraoperatively. However, this malfunction had no health effect on the patient. It was still possible to finish the surgery with the affected product. The manufacturing documents and the material certificates were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the issue occurred. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the extractor of the tibial impactor. The extractor has to withstand forces during use. It was manufactured in july 2023 and is therefore in use for 1,5 years. This event was assigned to the error pattern "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "when the trial femur was impacted out, the instrument was deformed and is now sharp-edged in several places." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had no health impact on the patient. The surgery could be finished with the product in question and there was no need for an alternative instrument. Follow-up: implantcast gmbh was provided with the affected product on (B)(6) 2025.

Manufacturer narrative:
According to the description of the event, the extractor was deformed when a trial femur was impacted out. This deformation led to several sharp edges on the product. The extractor was not provided for an optical examination. Since no pictures are available neither, no optical examination could be carried out. It is known that the issue occurred during use/ intraoperatively. However, this malfunction had no health effect on the patient. It was still possible to finish the surgery with the affected product. The manufacturing documents and the material certificates could not be checked as no lot number is available. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the issue occurred. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the extractor of the tibial impactor. The extractor has to withstand forces during use. It is not known how long the extractor was used as no lot number is known. This event was assigned to the error pattern "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "when the trial femur was impacted out, the instrument was deformed and is now sharp-edged in several places." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had no health impact on the patient. The surgery could be finished with the product in question and there was no need for an alternative instrument.